Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and partial recaptured four times before it was implanted in an ideal position. The closure device met all release criteria and was successfully implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. 30 minutes post procedure ultrasound imaging showed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 300-400cc of fluid from the patient. The pericardial effusion immediately resolved and the patients vitals were stable. Later that day the patient was still doing fine following these events.